Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 08/06/2015 and confirmed the reported event of intermittent out of range. A definitive root cause, however, could not be determined. The receiver ((B)(4)) that was used with the complaint device was also returned for evaluation on 08/16/2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned receiver (part number str-gl-blu/serial number (B)(4)/lot number 5195762), was visually inspected and the universal serial bus (usb) door is broken. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.